Manufacturer narrative:
Concomitant products: 6947m55 lead implanted: (B)(6) 2013. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had a history of phrenic nerve stimulation from the left ventricular (lv) lead and that high thresholds were noted. The lead was capped and replaced. No further patient complications have been reported as a result of this event.